Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260 lot# serial# va0gmz1007 implanted: (B)(6)2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for unknown indication. It was reported the patient developed a wound around her ins site. She was being explanted for safety. The system was explanted (B)(6) 2019. No additional information was available. No further complications were reported/anticipated.